Manufacturer narrative:
(B)(4).a follow-up report will be submitted when the investigaiton is complete.

Event description:
The customer reported an issue with the defib synchronous output from the patient data module. There was no reported patient injury associated with this event.

Manufacturer narrative:
Investigation revealed the loss of the ECG defib sync output function from the pdm defib sync connector was caused by failure of the pdm defib sync output board.